Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Product analysis: the pump has been returned and evaluated by product analysis on 05/30/2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed a loss of prime alarm due to an outstanding empty cartridge alarm. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor was found to be properly calibrated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.